Event description:
It was reported by repair work order that the nurse call was not functioning due to a missing nurse call cable. It was also reported that there was a reduction in brake force due to damaged caster stems. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.